Event description:
Pt who is attending medical school in jerusalem reported their family member in the USA that they had experienced a seizure and low blood sugar of which they were treated in the ER. Efforts to contact pt directly have failed. No further info available.